Manufacturer narrative:
(B)(4). D4 correction: lot number changed from 2100957785 to 200120. Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected and connected to a water source. Results: visual inspection of the complaint mr290 chamber revealed no visual defect. The chamber was connected to a water source and no leak was observed. Conclusion: we were unable to determine what had caused the reported event as there was no fault found with the returned complaint device. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in taiwan reported via a fisher & paykel healthcare (f&p) field representative that a mr290 vented autofeed humidification chamber was leaking water after three days of use. It was reported that the water leak was found at the chamber base. There were no reported patient consequence.

Manufacturer narrative:
Ps346373. The complaint mr290 vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290 vented autofeed humidification chamber was leaking water after three days of use. It was reported that the water leak was found at the chamber base. There were no reported patient consequence.